Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that after starting vyalev, the patient experienced worsening tremors, with increased hand and foot shaking and freezing. The patient also developed a subcutaneous site skin infection that required oral antibiotics, which has improved. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.